Event description:
It is reported that when the surgeon was broaching the tibia, using the punch handle, the pin of the punch handle separated. The surgeon retrieved the pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.